Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics; however, photos were provided for evaluation. Visual inspection of the returned photos found that arthroscopic space had metallic particles. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would have contributes to the complained device issue. Based on the investigation findings, the potential cause can be traced to blade wear and degradation. As per IFU excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 2 of 2 of (B)(4). It was reported that at the start of a rotator cuff repair surgical procedure it was observed that while using 2x aggressive 4.0mm 5pk devices in oscillating mode, when the device started spinning and shaving normal soft tissues for a few minutes small metal shaving bits started to shed. The surgeon then changed to two different devices and experienced the same failure. The surgeon was using fluid management system (fms) settings in default mode. The surgery was delayed for a few minutes. The surgery was completed successfully. All generated fragments were removed without additional intervention. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.